Event description:
In 2008, the following incident was reported to boston scientific by the user facility; when ep physician initiated an ablation to the patient with the ept-1000xp cardiac ablation system, the patient experienced a run of svt. When the ablation was discontinued, the patient shortly returned to normal paced beat. The ablation was repeated using the maestro 3000 cardiac ablation system unit and the same phenomenon occurred. The physician stated that he felt there was an unknown 60 cycle present in the patient's tracing which was thought to be the reason the patient experienced a sudden run of svt.

Manufacturer narrative:
The following devices are not expected to be returned as they are still in use at the hospital: maestro 3000 controller, maestro 3000 pod, ept-1000xp generator, ept-1000xp apm.